Event description:
Bumex infusion was increased to infuse from 2mg/hr to 3mg/hr. Apparently, nurses are having issue with programing the pump to 3 mg/hr rate. Bumex is orderable in epic up to 4 mg/hr. Is this a policy or pump issuer that 2 mg/hr is a hard max stop?